Manufacturer narrative:
Initial reporter was (B)(6), event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight cover need to be replaced, as some parts come lose, probably due to collision with another device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight cover need to be replaced, as some parts come lose, probably due to collision with another device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to the event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).